Manufacturer narrative:
Investigation report attached on returned and retained samples. (B)(4).

Event description:
Customer reported that the safety device is not working properly resulting with the needle being exposed.